Event description:
Indication for procedure: venous occlusion prevention device upgrade. Procedure: this was a left-sided cardiac lead removal performed in the cardiac catheter lab. Md removed a recently implanted ICD lead with a cook liberator, then attached an lld to the distal tip of the second lead (rv) lasting with a 12f sls. Upon the re-implantation of the leads, the md had difficulty passing the wires, contrast was injected and a pleural effusion was noted. Md inserted a chest tube and the patient was transferred to inpatient status in stable condition. Device analysis: no devices were retained from this procedure for return. There were no issues nor nonconformances related to the 12f sls lot utilized in this case. The size and lot# of the lld is unknown and therefore, a lot history review was unable to be conducted. There were no indications from the md that the spnc devices malfunctioned or may have been the causative factors in the patient's post-operative status.